Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was found leaking during implantation" is confirmed. Sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned sample. The sample was returned in the shipping container and was loosely packed within the original packaging tray. Returned with the sample were semi-finished kit components including long arterial pressure tubing, 40cc inflation driveline tubing, semi-finished insertion kit and supplied data-scope inflation driveline tubing; no damage was noted to the returned components. The returned semi-finished kit and data-scope driveline tubing were sealed and unused. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0070in-0.0076in and was within specification of internal process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using the mdt-50 in accordance with testing methods from internal manufacturing procedure. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 1.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. In summary during the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found near the iabc distal tip which could allow blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking during implantation. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint that the "balloon was found leaking" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking during implantation. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking during implantation. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.